Event description:
It was reported that a user accidentally entered two meal announcements, then disconnected and powered down the ilet pump to avoid excess insulin and later was advised to monitor blood glucose and reconnect when comfortable with a reported blood glucose of 144 mg/dl. Symptoms included concern for potential hypoglycemia, though no symptoms were reported and no hypoglycemia occurred. Outcomes included no injury, no medical intervention beyond self-monitoring, and no hospitalization. Investigation included customer communication and troubleshooting and education regarding pump use and glucose monitoring. Investigation of this case revealed user error related to duplicate meal entry with the device performing as designed, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error.